Manufacturer narrative:
.

Event description:
It was reported that during a surgical procedure at the user facility the device stopped working and would not lesion resulting in the procedure being cancelled. No further information was provided by the user facility.

Event description:
It was reported that during a surgical procedure at the user facility the device stopped working and would not lesion resulting in the procedure being cancelled. No further information was provided by the user facility.